Event description:
The filtration system of the oxygen concentrator is not working at all. I purchased it to filter out impurities in the air, but it is completely ineffective. I feel like I'm inhaling polluted air. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".